Event description:
It was reported that, "information that was relayed to me is very vague, only that the patient had a fall. The patient then followed up with surgeon at which time the x-rays were obtained, and a disruption in the gamma 3 device was noted. The patient was then scheduled for removal of the gamma 3."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.